Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 256 mg/dl. The customer was treated with a syringe 15 units. The patient does feel okay to troubleshooting. The customer was advised the 2 blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and teat per healthcare provider instructions. The customer was advised that the insulin is working as designed. The customer was informed that we are sending 6 sets and 6 reservoir for replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.